Event description:
The patient first had an implantable neurostimulator from a different company. It was malfunctioning due to being rear ended in an accident. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).